Manufacturer narrative:
This supplemental report is being submitted to provide corrections to e2,e3,g2 health professional, provide additional information, and the legal manufacturer's (lms) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the missing lock pin was likely caused by external force (impact, drop, fall); however a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the telescope lacked the locking pin. The issue occurred during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.